Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a small-bore sheath. Reportedly, a suture break during knot advancement occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.